Manufacturer narrative:
(B)(4). Device evaluation pending. Issue is being reported as based on available information, it cannot be conducted that recurrence would not cause or contributed to an adverse event. Accessory item to philips fr2 (510k 003565).

Event description:
ECG assessment module out of box failure.